Event description:
It was reported that (1) device was used during a laparoscopic symphathectomy. It was reported by the affiliate that the er220 clips didn't close after firing. Also instead of releasing clips gently, the clips ejected. There was no consequence to the pt.